Event description:
The pt had bilateral iliac stents from a prior procedure and the physician was able to get a wire up and over the arch from the left access. This catheter could not cross. The physician then utilized a trailblazer which successfully passed through bilateral iliac stents to access the right side. During an attempt to exchange for a different .035 wire, the wire would not pass through the catheter. The physician attempted to remove the trailblazer catheter but it was extremely tight. The physician was eventually able to retrieve the catheter but noticed that markers of the trailblazer were still present in the right iliac, indicating that the device had separated and the distal end was stuck in the right iliac. The physician spent about 90 minutes obtaining access in the right femoral artery, after which, a snare was used to grab the trailblazer tip. The catheter piece was successfully removed from the body. The procedure was completed and no injury to the pt was reported.

Manufacturer narrative:
A review of the manufacture records did not indicate any discrepancies relevant to the reported event.